Manufacturer narrative:
The device history record for this device was reviewed. The device passed all functional and performance tests prior to release from manufacturing. There was 1 nonconformance related to the manufacture of this lot of product, where an autoclave used to perform stress testing on the device was calibrated past the due date. The autoclave was calibrated beyond the due date and passed all specifications, showing that acceptable equipment was used during manufacturing. This nonformance does not have an effect on the performance of the device. The device remains implanted at the time of this report. If additional information is received at a later date, a supplemental report will be filed.

Event description:
A healthcare provider reported that an intera 3000 hepatic artery infusion pump did not return any fluid during the first refill, which implies a minimum flow rate of 2.14 ml/day. The healthcare provider noted that the pump catheter was placed in the splenic artery as opposed to the hepatic artery. During a subsequent refill, the flow rate was calculated to be 1.5 ml/day as of (B)(6) 2024. It was reported to an intera oncology employee that the health center that performed the implant utilizes warming blankets on post-op patients, which may have resulted in the iniital fast flow performance of the device.